Manufacturer narrative:
Method: a visual inspection was performed on the device and the returned product also underwent both functional and communications testing. Results: upon visual inspection, it was noted that both septums were discolored and damaged. There were cuts on the header and scratches on the front cover. The device passed the auto test and saline over stimulation testing. The device also passed a communications test with the patient programmer. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed the saline over stimulation test. No evidence of over-stimulation was detected. The ipg also passed the auto test. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2009, the patient was implanted with an scs system. The patient fell in march 2010, and landed on the ipg pocket site. Shortly thereafter, the patient began feeling a burning/shocking sensation at the pocket site when the stimulation is turned on. Lead impedance tests showed normal results on all contacts. Fluoroscopy showed that the lead connections were intact. X-rays showed that the lead hadn't moved, connections were intact, and no fractures were observed. Patient was still receiving stimulation where needed. Device was explanted on (B)(6) 2010, and was replaced with a new device in a new pocket.